Event description:
Potential for infection based upon improper sterilization of device. User facility not properly sterilizing device prior to use for approx 2 1/2 week period during 2004. Device used on estimated 20-30 pts before sterilization indicator demonstrated that sterilization parameters had not been met. Per user facility, incorrect sterilization verification was being conducted. No signs or symptoms of infection to date. Facility monitoring pts for period of one year.